Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was inaccurate with the navigation system on one side. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: manufacture date has been provided in the appropriate field. Correction: UDI has been update to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no signs of imprecision. The imaging system then passed the system checkout and was found to be fully functional.